Event description:
The manufacturer received information alleging a trilogy ev300 ventilator experienced a ventilator inoperative condition with a red banner. There was no harm or injury reported. There was no reported patient involvement. A manufacturer field service engineer has been assigned to service the device. The manufacturer investigation is still on-going. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy ev300 ventilator experienced a ventilator inoperative condition with a red banner. There was no harm or injury reported. There was no reported patient involvement. A manufacturer field service engineer has been assigned to service the device. Onsite service provided by manufacturer field service engineer (fse) and ventilator inoperative error code was resolved by performing calibration of device. Additionally, the fse replaced the three-way solenoid valve. The solenoid valve was returned to the product investigation lab (pil) and it was confirmed to fail the aecm (active exhalation control module) verification testing. Pil suspects that internal contamination caused the failure of the solenoid valve.